Event description:
It was reported that the right ventricular (rv) lead had increasingly high thresholds. During the lead revision, the lead appeared to have lost slack. The rv lead was repositioned and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).